Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were more than 20 cfu (colony forming unit) of stenotrophomonas maltophilia in the biopsy/suction channel, 1 cfu of stenotrophomonas maltophilia in the air/water channel, and more than 20 cfu of pseudomonas aeruginosa in the auxiliary water channel. The scope was resampled a week later and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of culture test which was performed in the third-party labs: sampling date: (B)(6) 2024, sampling from: unknown, cfu: >25 cfu, bacterial identification: unknown. Olympus provided the following results of the culture test performed at the third-party labs prior to reprocessing the device: sampling date: (B)(6) 2024, sampling from: distal end, cfu: n.d., bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: biopsy channel·suction channel, cfu: >20 cfu/ml, bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2024, sampling from: a/w-channel, cfu: 1 cfu/ml, bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2024, sampling from: auxiliary water channel, cfu: >20 cfu/ml, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024, sampling from: distal end, cfu: n.d., bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: biopsy channel·suction channel, cfu: 0 cfu/ml, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: a/w-channel, cfu: 0 cfu/ml, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: auxiliary water channel, cfu: 0 cfu/ml, bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed where foreign material was observed on the air/water (a/w) tube and a/w cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the air/water tube and cylinder, which was possibly simethicone, but the type of the material could not be identified. A definitive root cause of why the foreign material remained could not be determined. Additionally, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the positive culture investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The user may prevent occurrence of the events by handling the device according to the following IFU. Operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.